Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please advise if the patient experienced any adverse events? I have not received any information from the surgeon to indicate any adverse events. Please confirm the lot number lhg323 for product code pcdn1? Yes, that is correct.

Event description:
It was reported that the patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2018, and the mesh was implanted. During the procedure, the orc layer of the mesh began to tear during fixation with straps. The doctor opted to continue to use the mesh and finish the operation as planned. There were no patient consequences reported.